Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent

Event description:
It was reported that during an unknown procedure the distal tip of device dislocated from shaft and fell into patient. Operative delay by 30 minutes to locate distal end. No patient consequences reported. Procedure was completed with same like device. One device returning.